Event description:
Received info regarding a cartridge alarm 9 and a cartridge alarm 16 during the load process. It was reported that the customer filled the cartridge with 300 units of insulin. However, when verifying this info, the customer was unsure if it was overfilled. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
Per tandem's user guide, "the maximum cartridge fill amount is 300 units. Do not overfill or 'top off' when filling the cartridge as the add'l amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge." No product returned for eval. Should new relevant info become available, a f/u supplemental report will be submitted.